Event description:
It was reported that the patient with this left ventricular (lv) lead experienced stimulation. This lead was turned off. As of this time, this lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.